Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior and revealed that the power cable was damaged. The root cause of this issue could not be determined; however, it could have resulted from wear over time or excessive mechanical stress applied on the cable.

Event description:
Reportedly, the home monitor does not turn on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor does not turn on.